Manufacturer narrative:
(B)(4). The analysis results found that devices (a , b) were returned for analysis. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through each device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The devices did not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Partially. The pressure has to be increased. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Most likely. What was the gas consumption rate or volume (liter/minute)? Up to 400 liters for a regular operations has been reported. Were you able to identify where the leak was coming from? Both seals. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm and 12 mm. Was any torque being applied to the trocar or device? Not more than regularly.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there is leakage from start. Does not matter what sort of instruments. Procedure prolonged and the operating time and uses a lot more gas than necessary. Another device was used to complete procedure. No patient consequence reported.